Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned for analysis. The analysis revealed no anomalies found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis. The analysis revealed no anomalies found. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the device and lead were removed following the development of sepsis and an infection. No further patient complications have been reported as a result of this event.